Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws became charred looking and the wire separated from the silicone. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient the power setting was appropriately set to 3. A second hemopro 2 was opened to complete the case. There was a procedural delay to open a new kit. There was no patient harm or injury reported. Per the photo, it shows that the silicone is separated from the heater wire.

Manufacturer narrative:
Tw# (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/12/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The silicone insulation was observed to be peeled back from the jaw, exposing the metal jaw. An investigation was conducted on 02/24/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation of on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled back from the tip of the cold jaw, exposing the cold metal jaw tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results as well as the photographic evaluation, the reported failure "material twisted/ bent wire" was confirmed as well as the analyzed failure "peeled; delaminated; jaw" was observed. "Lot history record review was completed for lots 3000434144, 3000432800, and 3000431271 the last 3 lots shipped to the account prior to the event/aware date. For lot#s- 3000434144, 3000432800 - there were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. For lot # 3000431271. There were no ncmrs, rework, or deviations documented for this lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. " specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws became charred looking and the wire separated from the silicone. The power setting was appropriately set to 3. A second hemopro 2 was opened to complete the case. Per the photo, it shows that the silicone is separated from the heater wire.